Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges elevated metallic levels, metallosis, loss of mobility and strength, pain, injuries and excessive levels of chromium and cobalt. (B)(6) 2017. (B)(6) 2008; (B)(6) 2017 (unknown hip) asr.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ no code available (3191) is used to capture blood heavy metal increased, device revision or replacement.

Event description:
After review of medical records the patient was revised for failed hip due to metal debris pain and hypersensitivity. Operative notes reported that there was a large effusion presented. The trunnion demonstrated some titanium oxide staining. There was a slight anterior bony defect on the acetabulum. There was also some inflammatory synovium removed.

Event description:
Asr litigation records received. In addition to what was previously reported, litigation alleges emotional distress.